Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routing hemodialysis treatment, a venous air alarm occurred while administering a medication into the venous filter port. Tech support was contacted for assistance; however, the operator had difficulty understanding the instructions and the alarm could not be resolved. Partial rinseback was completed, which resulted in approximately up to a 50cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. The operator introduced air into the cartridge set while administering medication. The cycler alarmed appropriately. The user's guide provides adequate steps for troubleshooting air alarms and steps for air removal. Nxstage reviewed the reported blood loss with the facility who reported that they are providing additional training for this inexperienced operator. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the blood loss cannot be established. This report is considered closed.